Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device sometimes gave a system failure error in form of "backup audible alarm post." Sometimes a biomed code is needed and once it is entered, it goes to other service menus and will not proceed to set up menu to use for infusion. This did not occur while in use since the nurses were unable to stop the error message from coming up. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the plunger seal broken, and the bottom seal intact. The customer stated problem was not duplicated. The main board didn't operate as intended so it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.